Manufacturer narrative:
Evaluation summary: the cougar wire was returned for evaluation. Proximal and distal hypo tube joints were intact. The wire exhibited kinks to the core wire 136cm and 100cm from the proximal end of the wire, also the distal coils were found bunched up 3.3cm from the distal tip likely due to torque while in use. Some damaged coils were noted 3cm from the tip. Close visual inspection of the tip ball end of the wire was intact. Measurement along the wire and wire whole length were within specification.

Event description:
The physician was attempting to use a resolute onyx drug-eluting stent during a procedure to treat a lesion in an unknown vessel. The lesion was pre-dilated. There were no issues noted when removing the resolute onyx from the hoop/tray. No issues were noted when the resolute onyx was inspected prior to use. The cougar wire was inspected prior to use with no damage noted. During an angioplasty procedure, a non-mdt 6f guide catheter and a cougar guide wire were advanced to the lesion without difficulty. The physician had difficulty advancing the resolute onyx to the lesion. The stent could not be advanced to the lesion. There was resistance with the guidewire when the resolute onyx was advanced. No attempt was made to deploy the stent. Excessive force was used during delivery. The physician felt difficulty while trying to remove the stent and could not remove it after several attempts. The stent was removed eventually with great difficulty. The stent was damaged as a result of the difficulties experienced. Resistance felt while retracting the wire. The wire was noted to be damaged after use. The wire was replaced with another wire and the procedure was completed with another device. No patient injury reported. Analysis of the returned device revealed that the distal coils of the cougar wire were bunched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.